Event description:
It was reported that the user experienced a low blood glucose event while using the ilet, with a documented nadir of 67 mg/dl and a low glucose alert delivered by the device; the event occurred around a meal after the user had not eaten for a period, and the user treated with oral glucose and a small amount of ice cream. Symptoms included blurry vision, confusion, and cognitive fog. Outcomes included transient symptomatic hypoglycemia that resolved with oral carbohydrate without hospitalization. Investigation included complaint intake, user interview, and troubleshooting and education regarding hypoglycemia management. Investigation of this case revealed no device malfunction reported and no issues with supplies or setup identified, and the cause of hypoglycemia remained unclear given timing around delayed food intake. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.